Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction procedure a system message was displayed. After the hydrodissection phase the system message was displayed and case could not be progressed. The case was delayed for 2 hours while another foot pedal was located. The procedure was completed. On post op day one the surgeon noted that the patient presented with bad visual acuity, corneal edema and inflammation in anterior chamber. Additional information has been requested and received.

Manufacturer narrative:
The customer reported that during a cataract extraction procedure a system message displayed. The customer tried using the foot pedal cable without success. The procedure was delayed and prolonged until a new footswitch was delivered two (2) hours after the footswitch failure. The patient required another peribulbar block prior to completing the procedure. Additional information received noted the event occurred immediately after completing the capsulotomy and hydrodissection. The surgeon was about to start doing phacoemulsification. The surgeon checked the patient on the following day after her cataract surgery. The patient¿s vision in the operated eye was not very good due to some corneal edema and anterior chamber inflammation. The surgeon believes the patient¿s vision will improve after her corneal edema settles. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and (2) the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydration, and clarity. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history. The system was manufactured on june 13, 2014. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events were not able to be confirmed. The root cause of the reported event cannot be determined conclusively. A footswitch was returned for evaluation. The footswitch was manufactured on november 5, 2014. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample on (B)(6) 2018 revealed minor corrosion of the powder coat around the battery and wireless leds and chipped powder coating near the heal. The footswitch was connected to a calibrated system and tested. The reported event was confirmed as the system displayed system message (sm) and would not respond. The footswitch was then disassembled and it was determined that there was severe discoloration and corrosion on the contacts of the circuit board (pcb). The most likely root cause of the reported event of sm can be attributed to bss corrosion on the contacts of the pcb, causing the footswitch to short intermittently. The reported ¿corneal edema, anterior chamber inflammation and decreased vision¿ were unable to be confirmed and the root causes were unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).